Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with these two fogarty corkscrew catheters used in the same patient (medwatch #41616 and medwatch 42319), the latex covering the filaments was ripped. There is no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
Updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, impact code, type of investigation, investigation findings, investigation conclusions). Three fogarty catheters were sent to our product evaluation laboratory for full evaluation instead of the two units originally reported, and it was confirmed with the site that the three of them were used in the same patient, same procedure. As received, with one of the catheters involved in this case, the latex membrane was inverted. After membrane was returned to the original position there was no visible damage observed in the core wire, catheter body, latex membrane and the spring body. It was able to move the thumb slide on the handle forwards and backwards and the membrane extended and contracted respectively without difficulty. Customer report of issue with latex unable to be confirmed. The complaint affected unit was returned for evaluation and no defect was found; therefore a product non-conformance or device failure could not be confirmed. As part of the manufacturing process, the units go through a visual inspection process, closing and opening of the knob is performed on three consecutive times to see the behavior of the "coils", spiral and the integrity of the latex membrane. This must open softly. Since a failure mode could not be confirmed, and with the information available further investigation could not be performed.

Event description:
As reported, during use with these three fogarty corkscrew catheters used in the same patient (medwatch #41616 and medwatch #42319 and medwatch #44106), the latex covering the filaments was ripped. There is no allegation of patient injury. The devices were available for evaluation.